Manufacturer narrative:
Model number/catalog number:sc-2408-56; serial number:(B)(4); batch/lot number: (B)(4); model/catalog description: avista MRI perc lead kit 56 cm. The explanted leads were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had stimulation in the rib and stomach area while no stimulation was felt in the patients area of pain. The patient had too much scar tissues on the way so the physician opted to pull the leads. The patient underwent a lead replacement procedure and was doing well postoperatively.